Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 346mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past few days. Troubleshooting was performed. It was stated that the customer ran insulin thru the tubing and the insulin exited. No further information was provided.